Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were being filled with 500 units of insulin. Review of the pump data logs by tandem technical support verified that the cartridges had been overfilled. The customer's blood glucose level ranged from 146 to the 200's (mg/dl).